Event description:
It was reported that the implantable cardioverter defibrillator system showed an alert due to shock impedance measurements out-of-range. In addition, ventricular events due to noise oversensing were noticed that caused over 2 seconds of asystole episodes due to pacing inhibition. Technical services analyzed the data, suspected a potential right ventricular (rv) lead impairment condition and discussed potential troubleshooting. However, the physician only reprogrammed the rv lead sensing and decided to continue monitoring the patient. This rv lead remains in service and no additional adverse patient effects were reported.